Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. A review of the stapler log shows that the sureform 60 stapler instrument was installed on the system 10 times and fired 8 blue stapler reloads, followed by 2 white stapler reloads. On each install, all clamps were successful, and the firings were each completed with no pauses for compression. There were no stapler related errors in the logs.

Event description:
It was reported that during a da vinci-assisted roux-en-y gastric bypass procedure, the bleeding occurred after using a sureform 60 stapler instrument with a blue sureform 60 reload on the stomach. The bleeding was unexpected and characterized by multiple pinpoint hemorrhages. While the estimated blood loss was not provided, the patient did not require a blood transfusion. According to the surgeon, the sureform 60 stapler instrument and blue stapler reload contributed to the reported event, despite no stapling issues during the firing sequence. However, it was noted that surgeon did fire over some existing staple lines. The issue was resolved using gauze, and the procedure was completed without further complications.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated sections: h2, h6, h11. Additional information: a review of images provided by the customer shows the packaging labels for a blue sureform 60 reload and the sureform 60 stapler instrument's lot number. With the images alone, the customer reported event could not be confirmed.